Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of coils and perforation/ the location of the perforation was tubes") in a female patient who had essure (ess205) (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2006..) And c-section on (B)(6) 2006. Concomitant products included ibuprofen (advil) in (B)(6) 2007, nortriptyline hydrochloride (aventyl) in (B)(6) 2007, sumatriptan (imitrex) in (B)(6) 2007 and topiramate (topimax) in (B)(6) 2007 for migraine. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced anxiety ("severe anxiety"), panic attack ("panic attacks") and headache ("headache"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain upper and back pain, bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("constant spotting"), hot flush ("hot flashes"), bartholin's cyst ("bartholin's cyst"), menorrhagia ("menorrhagia"), ovulation pain ("mittelschmerz"), night sweats ("night sweats"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), dysmenorrhoea ("dysmenorrhea"), premature menopause ("early menopause"), candida infection ("candida"), pollakiuria ("frequent urination"), depression ("depression"), weight increased ("weight gain"), fatigue ("chronic fatigue"), allergy to metals ("allergic to nickel"), urinary tract infection ("uti (urinary tract infection)"), alopecia ("hair loss"), nausea ("nausea") and migraine ("migraine"). The patient was treated with surgery (she underwent hysterectomy). Essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2016, the bacterial vaginosis, vaginal discharge, vaginal haemorrhage, menorrhagia, coital bleeding, dysmenorrhoea and pollakiuria had resolved, the alopecia was resolving. At the time of the report, the fallopian tube perforation, hot flush, bartholin's cyst, ovulation pain, night sweats, loss of libido, premature menopause, candida infection, anxiety, panic attack, depression, weight increased, fatigue, allergy to metals, urinary tract infection, nausea, headache and migraine outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bacterial vaginosis, bartholin's cyst, candida infection, coital bleeding, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hot flush, loss of libido, menorrhagia, migraine, nausea, night sweats, ovulation pain, panic attack, pollakiuria, premature menopause, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 4-dec-2017: new reporters added. Patient¿s demographics added. Historical conditions added. Final report ticked. Concomitant drugs added. ¿permanent injury¿ deleted as an event. New events added: migration of coils and perforation / the location of the perforation was tubes, cramping, sharp/stabbing pelvic pain, bacterial vaginosis, discharge, constant spotting, hot flashes, bartholin's cyst, menorrhagia, mittelschmerz, night sweats, loss of libido, bleeding after sex, dysmenorrhea, early menopause, candida, severe anxiety, panic attacks, frequent urination, depression, weight gain, chronic fatigue, allergic to nickel, uti (urinary tract infection), hair loss, back pain, nausea, stomach pain, headache, migraine. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of coils and perforation/ the location of the perforation was tubes") in an adult female patient who had essure (ess205) (batch no. 624005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2006), c-section on (B)(6) 2006 and cholecystectomy. Concurrent conditions included biliary colic and wrist pain. Concomitant products included ibuprofen (advil) since (B)(6) 2007, nortriptyline hydrochloride (aventyl) since (B)(6) 2007, sumatriptan (imitrex) since (B)(6) 2007 and topiramate (topimax) since (B)(6) 2007 for migraine. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced anxiety ("severe anxiety"), panic attack ("panic attacks") and headache ("headache"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain upper and back pain, bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("constant spotting"), hot flush ("hot flashes"), bartholin's cyst ("bartholin's cyst"), menorrhagia ("menorrhagia"), ovulation pain ("mittelschmerz"), night sweats ("night sweats"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), dysmenorrhoea ("dysmenorrhea"), premature menopause ("early menopause"), candida infection ("candida"), pollakiuria ("frequent urination"), depression ("depression"), weight increased ("weight gain"), fatigue ("chronic fatigue"), allergy to metals ("allergic to nickel"), urinary tract infection ("uti (urinary tract infection)"), alopecia ("hair loss"), nausea ("nausea") and migraine ("migraine"). The patient was treated with co-trimoxazole (bactrim) and surgery (she underwent hysterectomy). Essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2016, the bacterial vaginosis, vaginal discharge, vaginal haemorrhage, menorrhagia, coital bleeding, dysmenorrhoea and pollakiuria had resolved, the alopecia was resolving. At the time of the report, the fallopian tube perforation, hot flush, bartholin's cyst, ovulation pain, night sweats, loss of libido, premature menopause, candida infection, anxiety, panic attack, depression, weight increased, fatigue, allergy to metals, urinary tract infection, nausea, headache and migraine outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bacterial vaginosis, bartholin's cyst, candida infection, coital bleeding, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hot flush, loss of libido, menorrhagia, migraine, nausea, night sweats, ovulation pain, panic attack, pollakiuria, premature menopause, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: satisfactory function of the essure devices. Back pain, vaginal discharge, menorrhagia, abdominal pain upper, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.